Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "ventilator device alarmed for fan failure (audible and visible alarms)". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Device repaired: - defect fan was replaced with a new fan. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Device repaired: - defect fan was replaced with a new fan.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "ventilator device alarmed for fan failure (audible and visible alarms)". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "ventilator device alarmed for fan failure (audible and visible alarms)". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Device repaired: - defect fan was replaced with a new fan. Hamilton medical ag complaint number: cer. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device displayed a "fan failure" alarm. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. Device logs were not provided by the customer. The root cause of the event was determined to be a defective fan component. The fan was replaced to correct the issue. Service software checks were performed in accordance with manufacturer specifications. The unit passed all functional tests and was returned to service.